Event description:
Radiology reports dated (B)(6) 2014 note that the patient underwent a bilateral breast ultrasound. The clinical history showed patient reports a left breast lump near the vns within the superior and upper outer quadrant of the left breast. Findings of the ultrasound do not find a discrete solid or cystic lesion near or around the vns. The impression notes a palpable lump within the superior or upper outer quadrant of the left breast and some breast gain within the left axillary region. No ultrasound abnormality is identified within those regions. Clinic notes dated (B)(4) 2014 note that the patient complains of a left breast lump and wants to be checked. It was noted that the area is sensitive to palpation. It was reported that the patient needs to have the mass removed. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Follow-up with the surgeon who the patient was referred to for surgery indicated that they had never seen the patient, and the patient did not have any surgeries performed with them.